Event description:
It was reported as part of a focus survey: 4fr single lumen PICC inserted (B)(6) 2023. Total length 55cm, inserted to brachial vein, exit site marking 7cm, locked with saline and j looped back up patient's arm, secured with 4fr securacath between 5 and 7cm. PICC was intended for oncology treatment however no treatment administered as PICC fractured before therapy administered. No CT scans done, and no known occlusions. Leakage identified outside the patient, unknown at what marking. PICC was used for 6 days. Customer was in the hospital at the time the leak was discovered, but had previously taken PICC home. No PICC maintenance completed outside hospital. There are no xray images available for this event. No dressing changes were completed as the PICC was insitu less than a week. It is unknown what type of activities the patient participated in. Additional comments: catheter to vein ratio 16%. No treatment administered through PICC. Onco vat only. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.